Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. It was noted that the cuff did not appear to coapt tight enough. The existing aus was explanted and replaced. There were no further patient complications.